Event description:
A malfunction was reported with the pump, indicated by malfunction code malf 9. The customer declined to answer whether their blood glucose level exceeded 500 mg/dl, so there was no available information on the impact to the customer¿s blood glucose level. Technical support assisted the customer in resetting the pump, and the malfunction did not recur afterward. The customer was instructed to continue using the pump and to contact technical support if any issues arose again.